Event description:
In early 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an error 4 message. A no response letter has been sent to the pt, as the pt was not available via the phone for follow-up questions. This complaint is classified according to the documentation of the customer care advocate. The error 4 issue began the day prior at 7pm. As a result of the error 4 message, the pt took usual humulin and nph insulin. It is not known whether the pt was able to obtain any blood glucose reading after the reported issue began. On original date at 9:30am, the pt developed symptoms described as "thirst." The pt did not receive any medical treatment for hypoglycemia or hyperglycemia at the time of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the error 4 message was not resolved. This complaint is being reported because the pt claimed she had symptoms that was suggestive of hyperglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.